Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 502 mg/dl. The customer reported needing to link the transmitter to the new insulin pump received. The customer treated for the high blood glucose levels with manual injection. The customer¿s current blood glucose level is unknown. The customer declined to troubleshoot the high blood glucose level. The insulin pump will not be returned for analysis.